Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. Manual capture tests revealed stable measurements. No patient symptoms were reported. The physician elected to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.